Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a lateral meniscal repair procedure, the first ar-4501 meniscal cinch ii (lot: 10264510) used worked properly without any issues. A second ar-4501 from the same lot was brought in and used. The first implant deployed properly without issues. As the surgeon pulled the cinch out and was positioning to prepare for the second implant, the shaft of the cinch broke. The rep stated there was an audible popping noise, and upon inspection the shaft was discovered still attached, but loose. The surgeon pulled the cinch completely out of the knee. As the surgeon pulled the depth guide, the needle came with it and was stuck inside of the guide. The rep stated the first implant from the second ar-4501 was left implanted. The surgeon used a suture to tie a knot over the implant to secure it. A third ar-4501 from the same lot was used, and both implants deployed properly and were implanted successfully. When the surgeon was attempting to tension the knot of the suture, the suture was discovered frayed and ended up snapping completely. The suture was not noticed frayed until the surgeon went to tension. The rep stated the surgeon used an open ended suture cutter and king fisher to fully remove both implants. A fourth ar-4501 from the same lot was used, and the first implant deployed and was implanted without issue. As the surgeon went to position for the second implant, the shaft of the cinch broke. The rep confirmed that the shaft was still attached, but was loose. The rep stated the first implant was left implanted, and the surgeon tied a knot over the implant to secure it. A fifth ar-4501 from the same lot was brought in and used. After positioning and inserting the needle through the meniscus, the surgeon deployed the button for the first implant, and pulled the button back. Upon pulling the handle out to position for the second implant, it was discovered that the first implant was still stuck inside of the cinch and did not deploy. A sixth ar-4501 from the same lot was brought in and worked without issue. The rep stated the surgeon switched from an arthroscopic procedure to an open procedure. However, the rep stated the surgeon went into the procedure knowing that switching to open would be a possibility due to the severity of the injury. A total of six ar-4501 from lot: 10264510 were used in the procedure. Two of the six total used worked without issue.